Event description:
Consumer reported complaint for the trueplus® pen needles. Customer stated that it was difficult to remove the needle from her lantus and humalog kwikpen. Customer stated that she follows the directions, but that 'half the time" she unscrews the needle without the protective cap. Customer stated that this was the third box of pen needles that she has used. Complaint was reported via e-mail; no further information, including product lot number, was provided by the customer.

Manufacturer narrative:
Internal report reference number: (B)(6). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in two follow-up emails in effort to obtain additional information (including contact telephone number) and to assist with the initial concern - unable to contact customer and obtain additional information at this time.